Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 203. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor displayed service code 203.